Event description:
It was reported that the lead exhibited oversensing with short interval counts (sic) and non-sustained tachycardia (nst) episodes and noise was observed. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a right ventricular (rv) lead integrity alert. It was noted beginning 2015-02-05, ventricular short interval counts (sic) were up to 245, along with ventricular tachycardia-non sustained (vt-ns) episodes with evidence of lead noise oversensing. It was also noted the rv lead integrity warning occurred on 2015 (B)(6) for 2 or more high rate nst episodes and sic greater than 30 in 3 days.